Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the ventricular channel causing pacing inhibition when the patient presented in the ER. The patient is pacer dependent and experienced dizziness during noise episodes. The noise was reproduced with device manipulation. The patient noted a slow heart rate from home pulse oximeter. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable.